Manufacturer narrative:
The device was received undeployed. An 0x3d alarm was sounded by the pod after priming, indicating that the step sensor was shorted. Timeouts and a drive stall were noted in conjunction with the alarm. Upon opening the pod, the ratchet gear was not in position to release the release bar and deploy the needle mechanism. Corrosion was found in the pod in multiple locations. The batteries were depleted. The bottom housing above the kill switch was damaged. The bottom housing air vent and the reservoir directly below it was punctured. No internal leak sources were found. The reservoir o-ring and tube nut were found at the bottom of the reservoir, indicating that the pod had never been filled. The fill rod was not touching the fill springs. Fluid was injected into the bottom housing air vent, causing the fill sensors to short, initiating priming, and causing the alarm and corrosion noted in the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient did not feel the needle activate. The pink slide did not move forward and the cannula was not visible.